Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned and was investigated to identify the cause for the incomplete sheath splitting. The device handle was opened and identified a broken pusher block. An expanded investigation was conducted, which included a query of the complaint handling database. The query confirmed one additional complaint was found from this lot for sheath splitting issues. Based on a related records review, this event is possibly related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic left heart catheterization procedure. Reportedly, the sheath split halfway and would not go further. The clip was not deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The device operator is reportedly trained in the use of the starclose se device. No additional information was provided.